Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer's blood glucose level was 456 mg/dl. The customer declined the high blood glucose troubleshooting. The customer received the change sensor and the calibration not accepted error. The device will not be returned for the analysis.